Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/04/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal delivery was performed on (B)(6) 2014 the total daily dose history is appropriate in relation to the user programmed basal rates. There was no abnormal use or issue observed in the black box data. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Suspect medical device serial #: (B)(4). The pump with serial number (B)(4) was returned to animas on 12/08/2014; however, it was not associated with this complaint file and was sent to recovery. The complaint file was erroneously associated with pump 62-14509-15. The serial number for this complaint file was corrected to (B)(4) on 08/03/2016, and the pump is no longer available for product analysis related to this complaint. Animas has conducted a review of the device history record for this pump to (B)(4) and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, emergency services was initiated due to an inaccurate delivery issue. No additional information was provided. Attempt by customer support to follow-up on the matter was unsuccessful. The reported inaccurate delivery issue remained unresolved. This complaint is being reported because the patient experienced blood glucose excursion related to an alleged inaccurate delivery issue of unknown causes that required third party intervention.